Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (indicating air in the cassette) on the homechoice (hc) machine during drain 3 of 5. Per the home patient (hp)/caregiver (cg), the hp had disconnected in the drain cycle, but the hc was alarming and the hp reconnected. The alarm was explained and the hp/cg would reset up the hc to finish therapy. Proper procedures per the user manual were reviewed with the caller. The nurse was contacted on (B)(6) 2010. The nurse stated that the home patient did not develop any adverse event or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 3 of 5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Per the home patient (hp)/caregiver (cg), the hp had disconnected in the drain cycle, but the hc was alarming and the hp reconnected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.